Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "deflation." Device remains implanted.

Event description:
Healthcare professional reported a "left side deflation." Later, healthcare professional reported "creases" and "implant damaged by surgical instrument on explanation." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation, use error and deflation - ndr: observed 1 opening assessed as surgical. Observed 3 openings assessed as surgical damage per rga. Crease /folding of implant: creases were observed. No other observations observed.

Event description:
Device has been explanted.